Event description:
The doctor did two insertions in the patient with the same needle electrode. The needle dislodged from the hub (plastic head) after second insertion and stayed in the patient's muscle. The doctor was not able to remove the needle and decided to leave it in the muscle.

Manufacturer narrative:
The remaining 13 needles from same box (lot) were tested and all exceeded product specification requirement and manufacturing test requirement regarding tensile test with great margin. Actual device not returned for investigation. The IFU contains following warning: "when inserting the needle electrode in the patient, it is recommended that it not to be inserted up to the hub." The warning is specifically inserted to avoid the needle shaft to remain under the skin in the unlikely event that the needle becomes dislodged from the hub. As the doctor determined it was too difficult to remove the remaining needle, it indicates that the needle was not only inserted up to the hub, but also pressed deeply into the skin. This indicates that the person conducting the emg examination should have chosen a longer and thicker needle to avoid this situation where the needle is left deep in the muscle. We consider this to be an isolated case caused by unintended use of the product.